Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the expiratory limb of a rt380 adult dual heated evaqua2 breathing circuit was cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4), method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit revealed that the expiratory tube had brown discoloration with small cracks. Further analysis found residual chemical contamination on the internal surface of the tube. Conclusion: based on our investigation, the reported event was likely due to the evaqua2 limb being exposed to chemicals as well as prolonged use of the breathing circuit for about a month. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The complaint device would have met requirements at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state: "do not use beyond 14 days maximum duration of use." "Do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that the expiratory limb of a rt380 adult dual heated evaqua2 breathing circuit was cracked. There was no patient consequence.